Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) that was "high" on the continuous glucose monitor, cause was unknown. High bg was addressed with a correction bolus. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.